Event description:
It was reported the patient stopped using her scs system within the past year. That patient's pain returned and she was instructed by her primary care physician to begin using her scs system again. The patient reported she was unable to attain stimulation as she was not able to establish communication with the charging system. A replacement antenna was issued to the patient. Follow up information revealed the patient was still unable to feel stimulation and is awaiting an appointment with a neurosurgeon for system interrogation and to discuss the next course of action. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.